Event description:
It was reported that the patient suffered from complete heart block. At implant, pacing thresholds could not be measured when the ventricular lead was connected to the pulse generator. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.